Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. The hi-torque whisper guide wire and xience alpine are being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a heavily calcified and heavily tortuous left anterior descending (lad) artery. A balance middleweight (bmw) guide wire was advance to the lesion and two vision stents were implanted overlapping in the distal lad. A whisper wire was advanced as a buddy wire and two xience alpine stents were implanted overlapping in the mid to proximal lad. The whisper wire was trapped behind the stents and when removing the guide wire, the tip separated. Five mm of the tip remain jailed behind the xience alpine stent and a one mm piece of the tip migrated to the diagonal. There was no attempt to remove the piece that migrated to the diagonal as it was too small to retrieve. There was no clinically significant delay in the procedure. No additional information was provided.